Event description:
The pt reported there are black lines across the display of the infusion device and the hourly basal rate cannot be read. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.